Manufacturer narrative:
Update to d9: device returned to manufacturer. Update to h3: device evaluated. Update to h6: type of investigation.

Manufacturer narrative:
According to the customer, the endotracheal tube pilot balloon was "not inflating and the cuff at the end is not holding pressure" while the patient was on a ventilator. The customer reported the patient required re-intubation due to the reported incident. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the endotracheal tube pilot balloon was "not inflating and the cuff at the end is not holding pressure" while the patient was on a ventilator.